Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned to animas and evaluated on 10/17/2014 with the following findings: there were no recorded power issues in the black box of the device. The battery cap was not returned with the pump so a test cap was used to complete investigation. The battery compartment was corroded. The compartment was also cracked from the grip to the case seal. A leak test failed due to the battery compartment crack. When the pump was opened, corrosion was found on the printed circuit board. Unrelated to the moisture ingress, the display screen was dim and discolored.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that there was a power issue with their pump. The reporter stated that there was damage to the battery compartment and contamination on the metal contacts of the battery cap as well as inside the pump. The reporter stated that the battery cap had never been changed for the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.